Manufacturer narrative:
Approximate age of device ¿ 3 years and 1 month.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced elevated lactate dehydrogenase, 1257 u/l. The patient reported no symptoms of shortness of breath, fatigue, or discolored urine. Creatinine was slightly elevated from 1.2 mg/dl to 1.4 mg/dl. Ldh isoenzymes and plasma free hemoglobin results were suggestive of hemolysis. On (B)(6) 2018, transthoracic echocardiogram (tte) revealed gross vad function normal, and thrombus was not observed. On (B)(6) 2108, right heart catheterization values were normal. Device flows and powers had increased significantly. There was concern for thrombosis. The patient received a pump exchange on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Device evaluation thrombus was confirmed in the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 4 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the returned pump, upon disassembly, revealed a dark red tissue like denatured thrombus on the distal side of the inlet stator. However, the structure of the thrombus suggests that it was originally present on the inlet bearings and broke apart upon disassembly. The thrombus also appeared to have evidence of laminated layering, which is an indication that it developed on the inlet bearings over an undetermined time while the pump was operating. Examination of the proximal side of the outlet stator revealed three small-tissue like depositions surrounding the bearing ball within the outlet stator. The depositions were not denatured, and their lack of concentric layering indicates that the depositions did not initially form in the outlet stator. Although, their origin and the duration of time in which they were present in the pump cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup indicate that the depositions were not present in the outlet stator while the device was in operation. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated ldh and power elevations. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.